Event description:
As per medwatch mw5187305: a portion of the implantable checkpoint broke while surgeon was attempting to remove it from the acetabulum. The surgeon elected to leave that piece in place, as retrieval was not possible. It was confirmed that the head of the checkpoint was removed, with only the threaded portion of the checkpoint remaining in the bone. The surgical count was incomplete. A postoperative x-ray confirmed the location of the retained portion of the checkpoint.